Event description:
The patient reported that the implanted neurostimulator (ins) that was implanted in 1999 in their butt cheek, was put in to control their shoulder pain.  The ins had to be removed because the ins migrated and had cut through the patient's sciatic nerve, which crippled the patient for life.  The ins was removed however the wires were left implanted because they couldn't be removed due to scar tissue.  The pt requested MRI eligibility information because they were in need of an MRI of both of their shoulders for their shoulder replacement surgery. Additional information was received from the patient on (B)(6) 2023. The pt explained that they go the device implanted on (B)(6)2000 (not in 1999) due to a work-related shoulder injury. Before the implant, they never had back issues. After the implant (unknown month and day), they started having back issues. One day they woke up and couldn't use their left leg. They went to the doctor and had fluoroscopy imaging done, which showed that the ins had cut into the sciatic nerve resulting in paralysis of the left leg. The ins was explanted around the beginning of 2001 (unknown month and day). The ins is now in the patient's possession. The pt did not want to live with paralysis of the left leg, so they had corrective surgery on the sciatic nerve. The pt is now able to walk but they still have pain and they need to use an orthotic leg brace to walk. The pt could not recall any falls or trauma or other reasons that could have contributed to the ins migrating. Pt provided what their weight was back in 2000. The pt requested MRI eligibility information again. The email from patient services was reviewed and the pt was redirected to speak with patient services to obtain an MRI eligibility form to give to their doctor and to request a new device ID card since they had lost their original card. The pt mentioned the card said they could not have an MRI. Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device was removed on 02/10/2001 due to an uncomfortable sensation the patient was feeling after the implant. It was removed and replaced by another ipg. The second unknown ipg was then removed on 3/22/2001 since the pt was still having an uncomfortable sensation. The lead and the extension are still in the pt's body. The patient reported that their ins was implanted to control pain from their damaged left shoulder. The patient reiterated the ins migration and causing permanent damage and the leads being unable to be explanted due to scar tissue. They were in extreme pain. The pt commented that they were not made aware of the possible implant migration nor the potential of having devices scarred in where they cannot be removed. The pt noted that the ins was in their possession. Pt weight was provided.

Manufacturer narrative:
This is a continuation of events previously reported in following regulatory reports 1030489-2023-00048 and 2182207-2023-00129. If information is provided in the future, a supplemental report will be issued.